Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the ins turned off by itself more than once when it should be on. It was also reported that they had 2 major bladder leaks and when a family member check the ins status it was determined that the therapy was off and they turned it on again. There was no environmental exposure and during troubleshooting the patient confirmed ins status with patient programmer correctly. No further complications were noted or anticipated.